Event description:
It was reported that: while the device was ventilating a patient in simv mode, the user reported that the device stopped ventilating and was functioning as if it were in CPAP mode. No alarms were noted to occur. The patient was transferred to another ventilator. No patient injury reported.